Event description:
Lawyers letter attached dated january 30, 2012 sent by the patient's lawyer (B)(6) to depuy (B)(4) stating that: on (B)(6) 2005, (B)(6), due to serious pain and difficulties in walking, underwent a revision surgery at the hospital of (B)(6) (surgeon dr (B)(6)), during which the omega prosthesis was removed and replaced with a pinnacle prosthesis (relevant products details not yet available). The patient is allegedly still suffering serious pain and is currently undergoing exams aimed at ascertaining whether the pinnacle prosthesis needs also to be replaced. Therefore, the patient's lawyer requested compensation for damages "not yet quantified" caused by the alleged defectiveness of both the omega and the pinnacle prosthesis.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and or a complaint database search was not possible as the product and lot code required was unavailable. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Repeated attempts to obtain the complaint samples proved unsuccessful. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.